Manufacturer narrative:
Literature: wied, c., thomsen, m. G., kallemose, t., myhrmann, l., jensen, l. S., husted, h., & troelsen, a. (2015). The risk of manipulation under anesthesia due to unsatisfactory knee flexion after fast-track total knee arthroplasty. The knee, 22(5), 419-423. Doi:10.1016/j.knee.2015.02.008. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
Information was received based on review of a journal article titled, "the risk of manipulation under anesthesia due to unsatisfactory knee flexion after fast-track total knee arthroplasty". The article indicates that there were 20 knees that were excluded from the study due to revisions. It is unknown which products were revised or what the reasons for revisions were. There has been no further information provided and the patient outcome is unknown.